Manufacturer narrative:
Event date: exact date unknown, event occurred over the last six months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg to full bars. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was not returned due to facility policy.